Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Destructive analysis could not be performed due to legal restrictions. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and undersensing r-waves. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was exhibiting high thresholds and undersensing p-waves. Insulation damage was observed when the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted that the outer insulation of the lead developed a breach at 28 cm, the proximal conductor of the lead developed a fracture at 28 cm and 34 cm and the inner insulation of the lead developed a breach at 28 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.